Event description:
The customer reported, the system displayed a communication error and locked up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the mainframe 5 volt power supply. The system operates as intended.